Manufacturer narrative:
This was considered to be a duplicate report of (B)(4) and is now considered to be void.

Event description:
This was considered to be a duplicate report of (B)(4) and is now considered to be void.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4, h4: possible lot# 14162155, exp. Date: 01oct2029; MFR date: 03oct2024. E1 - this complaint was received through: (B)(6). Investigation summary: the complaint of disconnection / loose connection on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
A complaint was received regarding a tego¿ connector experienced disconnection. It was stated in the report that there was a very significant malfunction event taking place, in that there was a spontaneous tego / blood line disconnect mid treatment, and they are calling it a sentinel event. There was patient involvement, unknown patient harm and unknown delay in therapy.